Event description:
Pt with metastatic glucagonoma to the liver underwent therasphere treatment to the right lobe of liver via hepatic artery infusion and received 99 gy dose. Therasphere infusion was uneventful and the pt left hosp feeling well. The pt was admitted to the hosp for coffee ground emesis and low hemoglobin. The pt received 2 units prbc's. Egd from the day after admission revealed gastric varices, but no active bleeding. The following day the pt again had hematemesis requiring 2 units prbc's; on repeat egd gastric varices were banded with hemostasis obtained. After that the pt had no further episodes of bleeding pt remained hemodynamically stable throughout hosp stay, pt received octreotide treatment and was discharged to home 9 days after admission with the following medications: octreotide, nadolol, aciphex. Pt is being followed closely to monitor any change in status.